Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. Gross visual examination of the device noted a short fiber on the circumference of the fiber bundle beneath the header cap, within the bell-housing. The short fiber was located at approximately 30 degrees on the cavity ID end with the dialysate ports at 0 degrees. Blood residue was also noted within the bell-housing in the area of where the end of the short fiber was located. The short fiber measured approximately 1.5 cm. The dialyzer was subjected to a laboratory bubble point test; a leak, observed as a steady flow of bubbles, was identified from the potting cut surface on the cavity ID end (at the location of the short fiber). No additional damage or irregularities were noted on the returned complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Submersion of the fiber bundle in a water bath isolated the leak to the location of the short fiber. In addition, the complaint investigator was able to visually confirm the presence of blood within the bell-housing in the area where the end of the short fiber was located. Therefore, the complaint has been deemed confirmed.

Event description:
A user facility reported that a blood leak occurred approximately 15 minutes after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood was visually observed in the venous dialysate hansen. Blood test strips were used and positively confirmed the presence of blood. No dialyzer damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 200 cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is available to be returned to the manufacturer for evaluation.